Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had the arctic sun device alerting no flow. Forwarded to ts for proper handling. Per follow up information received via phone on 04jun2024, it was reported that the circulation pump was replaced. The issue was resolved, and the device was returned to service.

Event description:
It was reported that biomed had the arctic sun device alerting no flow. Forwarded to ts for proper handling. Per follow up information received via phone on 04jun2024, it was reported that the circulation pump was replaced. The issue was resolved, and the device was returned to service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.